Manufacturer narrative:
One osseotite implant (int413) was returned for investigation. Visual inspection of the as returned product identified that the device was in good condition; no fracture was identified. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The bone loss could not be verified as it cannot be recreated and no x-ray was provided. D4:(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that at the second stage placing the healing abutment it was noticed the implant at tooth site # 26 was fractured. The implant was removed and will wait for healing to place another implant. The evaluation of the site also indicated bone loss.